Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - h6 (clinical codes, results code, conclusion code). The reported event could be confirmed, based on the available CT scans and formal expert opinion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿improper selection, placement, positioning, and fixation of the prosthetic components may result in unusual stress conditions and a subsequent reduction in service life of the prosthetic component. Periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone.¿. Formal medical opinion was sought from an experienced independent medical expert as below; "the report and the CT-scan shows that the tibial inbone component looks well-fixed and well-positioned. There is some bridging bone formation i.e. Heterotopic ossification at the posterior side of the ankle joint. Without earlier imaging, it is not possible to say whether this was pre-existent. The talar component has subsided slightly anteriorly and there¿s a small bone cyst. The CT-scan suggest an occluded lateral gutter, it looks like the talar component has a little lateral overhang, causing it to conflict with the fibula. The pe-liner looks grossly intact, however, without its retrieval no further conclusion can be drawn." Based on the available information and formal medical expert opinion most probable root cause is a combination of user as well as patient related factors. More clinical information as well as the retrieved implant are necessary to determine the exact root cause. If device is returned or any further information is provided, the investigation report will be reassessed accordingly.